Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified de novo right coronary (rca) artery that is 90% stenosed. Post stenting of a 3.0x38mm xience xpedition revealed a edge dissection that was treated with another xience xpedition. There were no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.